Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent and the pink slide had not moved forward into the viewing window indicating a needle mechanism failure. It was additionally noted the pod adhesive "fell off" and was not sticking well to the skin. The patient reportedly experienced stomach pain and vomiting. To treat the issue, a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 877 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.